Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 28-jul-2017. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('essure exteriorized on the left with a false path through the tube') and device breakage ('left tube: two fragments with 7 and 3 cm long axis with a separate essure device') in a 50-year-old female patient who had essure (batch no. 50512923) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("proven allergy to nickel"), myalgia ("muscle pain"), acne ("pimples"), fatigue ("tiredness") and visual impairment ("visual disturbances"). The patient was treated with surgery (essure removal via laparoscopy and hysteroscopy, partial bilateral cornuotomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, allergy to metals, myalgia, acne, fatigue and visual impairment outcome was unknown and the device breakage had resolved. The reporter provided no causality assessment for acne, allergy to metals, device breakage, fallopian tube perforation, fatigue, myalgia, pelvic pain and visual impairment with essure. The reporter commented: severely disabling disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Allergy test - on an unknown date: skin test: positive for nickel. Pathology test - on (B)(6) 2017: right tube: 9 cm long tube with an essure device. Left tube: two fragments with 7 and 3 cm long axis with a separate essure device. Microscopy: the multilevel samples taken show discreet fibrous remodelling of the chorion, in the proximal portion of the tubes, punctuated by rare mononuclear inflammatory elements. Absence of polynuclear eosinophils or mastocytes. Absence of granuloma. From a distance, the tube architecture is preserved. Absence of dysplastic or tumour lesion. Conclusion: discreet fibrous remodelling of the proximal portion of the tubes without notable inflammatory component. Absence of dysplastic or tumour lesion. Chemo nickel test performed on both devices on bare area: absence of nickel release. Ultrasound pelvis - on an unknown date: position 2-3 bilateral. X-ray - on an unknown date: essure in place; on (B)(6) 2017: on operating table: essures completely removed. Lot number: 50512923, manufacturing date: 2010/05, expiration date: 2013/05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and loss of personal independence in daily activities ('severely disabling disorders') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), allergy to metals ("proven allergy to nickel"), myalgia ("muscle pain"), acne ("pimples"), fatigue ("tiredness"), loss of personal independence in daily activities (seriousness criterion hospitalization) and visual impairment ("visual disturbances"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, myalgia, acne, fatigue, loss of personal independence in daily activities and visual impairment outcome was unknown. The reporter provided no causality assessment for acne, allergy to metals, fatigue, loss of personal independence in daily activities, myalgia, pelvic pain and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-jul-2017. The most recent information was received on 22-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("essure exteriorized on the left with a false path through the tube") and device breakage ("left tube: two fragments with 7 and 3 cm long axis with a separate essure device") in a 50 year-old female patient who had essure inserted (lot no. 50512923). Additional non-serious events are detailed below. The patient had a medical history of parity 3 (vaginal deliveries with tear and episiotomy in 1991, in 1998, last childbirth on (B)(6) 2007), allergy to metals (to non-precious metals), migraine and abdominoplasty. Previously administered products included: iud nos for menometrorrhagia. The only concomitant product mentioned was antidepressants for burnout syndrome and depression. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced fatigue ("tiredness, very significant fatigue the days following insertion") and abdominal pain lower ("acute left low abdominal pain / dorsal pain"). In 2011 she experienced vision blurred ("visual disturbances, vision as if she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable) / vision disorders"), asthenia ("asthenia") and back pain ("back pain"). On (B)(6) 2013 she experienced stress urinary incontinence ("beginning of stress urinary incontinence/ urinary leaks"). In 2015 she experienced sciatica ("sciatica"). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), allergy to metals ("proven allergy to nickel"), myalgia ("muscle pain"), acne ("pimples"), anxiety ("anxiety"), arrhythmia ("heart rhythm disorders"), arthralgia ("joint pain"), bladder discomfort ("bladder dheaviness with no etiology found"), disturbance in attention ("disturbance in attention"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), eczema ("bouts of eczema"), electric shock sensation ("electric shocks in the groin region"), eye allergy ("eye allergy"), headache ("headache"), memory impairment ("immediate memory disorders"), neck pain ("cervical pain"), palpitations ("sudden palpitations"), rhinitis allergic ("persistent allergic rhinitis") and urinary retention ("urinary retention") and was found to have blood pressure decreased ("blood pressure decreased"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cornuectomy(total on left, partial on right),essure removed). At the time of the report, the device breakage had resolved. The outcomes for pelvic pain, fallopian tube perforation, allergy to metals, myalgia, acne, fatigue, vision blurred, asthenia, abdominal pain lower, anxiety, arrhythmia, arthralgia, back pain, bladder discomfort, blood pressure decreased, disturbance in attention, dizziness, dysmenorrhoea, eczema, electric shock sensation, eye allergy, headache, memory impairment, neck pain, palpitations, rhinitis allergic, sciatica, stress urinary incontinence and urinary retention were unknown. The reporter considered abdominal pain lower, acne, allergy to metals, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder discomfort, blood pressure decreased, device breakage, disturbance in attention, dizziness, dysmenorrhoea, eczema, electric shock sensation, eye allergy, fallopian tube perforation, fatigue, headache, memory impairment, myalgia, neck pain, palpitations, pelvic pain, rhinitis allergic, sciatica, stress urinary incontinence, urinary retention and vision blurred to be related to essure administration. The reporter commented: severely disabling disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Allergy test] on (B)(6) 2017: significant reaction to nickel, slight reaction to cobalt, formaldehydes and mercapto mix; (date unknown): skin test: positive for nickel [investigation] in 2012: diagnosis of calcific tendonitis [magnetic resonance imaging] on (B)(6) 2014: unremarkable [pathology test] on (B)(6) 2017: right tube: 9 cm long tube with an essure device. Left tube: two fragments with 7 and 3 cm long axis with a separate essure device. Microscopy: the multilevel samples taken show discreet fibrous remodelling of the chorion, in the proximal portion of the tubes, punctuated by rare mononuclear inflammatory elements. Absence of polynuclear eosinophils or mastocytes. Absence of granuloma. From a distance, the tube architecture is preserved. Absence of dysplastic or tumour lesion. Conclusion: discreet fibrous remodelling of the proximal portion of the tubes without notable inflammatory component. Absence of dysplastic or tumour lesion. Chemo nickel test performed on both devices on bare area: absence of nickel release [smear cervix] on (B)(6) 2016: no lesion, no malignancy, trophic menopause, moderate inflammation, gardnerellosis [ultrasound pelvis] on (B)(6) 2014: essure inserts were correctly placed; on (B)(6) 2017: essure inserts in correct position; on (B)(6) 2017: pelvic varicose veins especially on left; (date unknown): position 2-3 bilateral [x-ray] on (B)(6) 2017: on operating table: essures completely removed; (date unknown): essure in place. Lot number: 50512923, manufacturing date: 2010/05 and expiration date: 2013/05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-mar-2023: upon review of follow up informtion this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2021-00537) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter lawyer was added. Tests were added. Medical history added (none reported previously). New events added: abdominal pain lower, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder discomfort, blood pressure decreased, disturbance in attention, dizziness, dysmenorrhoea, eczema, electric shock sensation, eye allergy, headache, memory impairment, neck pain, palpitations, rhinitis allergic, sciatica, stress urinary incontinence, urinary retention and vision blurred. All events were considered related. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4), on 28-jul-2017. The most recent information was received on 11-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("essure exteriorized on the left with a false path through the tube") and device breakage ("left tube: two fragments with 7 and 3 cm long axis with a separate essure device") in a 43 year-old female patient who had essure inserted (lot no. 50512923). Additional non-serious events are detailed below. The patient had a medical history of hypertrophy breast (breast hypertrophy), dust allergy, parity 3 (vaginal deliveries with tear and episiotomy in 1991, in 1998, last childbirth on (B)(6) 2007), allergy to metals (to non-precious metals), migraine and abdominoplasty. Previously administered products included: iud nos for menometrorrhagia. Concomitant products included fluoxetine and antidepressants for burnout syndrome and depression. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced fatigue ("tiredness, very significant fatigue the days following insertion") and abdominal pain lower ("acute left low abdominal pain / dorsal pain"). In 2011, she experienced vision blurred ("visual disturbances, vision as if she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable)/vision disorders"), asthenia ("asthenia") and back pain ("back pain"). On (B)(6) 2013, she experienced stress urinary incontinence ("beginning of stress urinary incontinence/urinary leaks"). In 2015, she experienced sciatica ("sciatica"). On (B)(6) 2016, she experienced depression ("recurrence of depression"). On (B)(6) 2016, she experienced colitis ("colitis"). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), allergy to metals ("proven allergy to nickel"), a first episode of myalgia ("muscle pain"), acne ("pimples"), anxiety ("anxiety"), arrhythmia ("heart rhythm disorders"), arthralgia ("joint pain"), bladder discomfort ("bladder dheaviness with no etiology found"), disturbance in attention ("disturbance in attention"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), eczema ("bouts of eczema"), electric shock sensation ("electric shocks in the groin region"), eye allergy ("eye allergy"), headache ("headache"), memory impairment ("immediate memory disorders"), neck pain ("cervical pain"), palpitations ("sudden palpitations"), rhinitis allergic ("persistent allergic rhinitis"), urinary retention ("urinary retention"), a second episode of myalgia ("pelvic muscular pain") and pigmentation disorder ("spots") and was found to have blood pressure decreased ("blood pressure decreased"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cornuectomy(total on left, partial on right),essure removed). At the time of the report, the headache and neck pain were resolving and the device breakage had resolved. The outcomes for pelvic pain, fallopian tube perforation, allergy to metals, acne, fatigue, vision blurred, asthenia, abdominal pain lower, anxiety, arrhythmia, arthralgia, back pain, bladder discomfort, blood pressure decreased, disturbance in attention, dizziness, dysmenorrhoea, eczema, electric shock sensation, eye allergy, memory impairment, palpitations, rhinitis allergic, sciatica, stress urinary incontinence, urinary retention, depression, colitis, pigmentation disorder and the last episode of myalgia were unknown. The reporter considered abdominal pain lower, acne, allergy to metals, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder discomfort, blood pressure decreased, colitis, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, eczema, electric shock sensation, eye allergy, fallopian tube perforation, fatigue, headache, memory impairment, the first episode of myalgia, the second episode of myalgia, neck pain, palpitations, pelvic pain, pigmentation disorder, rhinitis allergic, sciatica, stress urinary incontinence, urinary retention and vision blurred to be related to essure administration. The reporter commented: severely disabling disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Allergy test] on (B)(6) 2017: significant reaction to nickel, slight reaction to cobalt, formaldehydes and mercapto mix; (date unknown): skin test: positive for nickel. [Investigation] in 2012: diagnosis of calcific tendonitis. [Magnetic resonance imaging] on (B)(6) 2014: unremarkable. [Pathology test] on (B)(6) 2017: right tube: 9 cm long tube with an essure device. Left tube: two fragments with 7 and 3 cm long axis with a separate essure device. Microscopy: the multilevel samples taken show discreet fibrous remodelling of the chorion, in the proximal portion of the tubes, punctuated by rare mononuclear inflammatory elements. Absence of polynuclear eosinophils or mastocytes. Absence of granuloma. From a distance, the tube architecture is preserved. Absence of dysplastic or tumour lesion. Conclusion: discreet fibrous remodelling of the proximal portion of the tubes without notable inflammatory component. Absence of dysplastic or tumour lesion. Chemo nickel test performed on both devices on bare area: absence of nickel release [smear cervix] on (B)(6) 2016: no lesion, no malignancy, trophic menopause, moderate inflammation, gardnerellosis. [Ultrasound pelvis] on (B)(6) 2014: essure inserts were correctly placed; on (B)(6) 2017: essure inserts in correct position; on (B)(6) 2017: pelvic varicose veins especially on left; (date unknown): position 2-3 bilateral. [X-ray] on (B)(6) 2017: on operating table: essures completely removed; (date unknown): essure in place. Lot number: 50512923. Manufacturing date: 2010/05. Expiration date: 2013/05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023: events depression, colitis, muscular pain, spot added. Event outcome updated for headache and cervical pain. Concomitant drug added. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-jul-2017. The most recent information was received on 18-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('essure exteriorized on the left with a false path through the tube') and device breakage ('left tube: two fragments with 7 and 3 cm long axis with a separate essure device') in a 50-year-old female patient who had essure (batch no. 50512923) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("proven allergy to nickel"), myalgia ("muscle pain"), acne ("pimples"), fatigue ("tiredness") and visual impairment ("visual disturbances"). The patient was treated with surgery (essure removal via laparoscopy and hysteroscopy, partial bilateral cornuotomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, allergy to metals, myalgia, acne, fatigue and visual impairment outcome was unknown and the device breakage had resolved. The reporter provided no causality assessment for acne, allergy to metals, device breakage, fallopian tube perforation, fatigue, myalgia, pelvic pain and visual impairment with essure. The reporter commented: severely disabling disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Allergy test - on an unknown date: skin test: positive for nickel. Pathology test - on (B)(6) 2017: right tube: 9 cm long tube with an essure device. Left tube: two fragments with 7 and 3 cm long axis with a separate essure device. Microscopy: the multilevel samples taken show discreet fibrous remodelling of the chorion, in the proximal portion of the tubes, punctuated by rare mononuclear inflammatory elements. Absence of polynuclear eosinophils or mastocytes. Absence of granuloma. From a distance, the tube architecture is preserved. Absence of dysplastic or tumour lesion. Conclusion: discreet fibrous remodelling of the proximal portion of the tubes without notable inflammatory component. Absence of dysplastic or tumour lesion. Chemo nickel test performed on both devices on bare area: absence of nickel release. Ultrasound pelvis - on an unknown date: position 2-3 bilateral. X-ray - on an unknown date: essure in place; on (B)(6) 2017: on operating table: essures completely removed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-feb-2021: lot number received. The following information was updated: lab data, stop date; new events: "essure exteriorized on the left with a false path through the tube" and "left tube: two fragments with 7 and 3 cm long axis with a separate essure device." We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-jul-2017. The most recent information was received on 15-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("essure exteriorized on the left with a false path through the tube") and device breakage ("left tube: two fragments with 7 and 3 cm long axis with a separate essure device") in a 43 year-old female patient who had essure inserted (lot no. 50512923). Additional non-serious events are detailed below. The patient had a medical history of urinary urgency in 2008, digestion impaired and abdominal pain in 1987, allergy to metals in 1986 and muscle pain, sinusitis, menometrorrhagia, back pain, sinusitis, nasopharyngitis, tobacco user (10 cigarettes/day)), epilepsy, hypertrophy breast (breast hypertrophy), dust allergy, parity 3 (vaginal deliveries with tear and episiotomy in 1991, in 1998, last childbirth on (B)(6) 2007), allergy to metals (to non-precious metals), migraine and abdominoplasty. Previously administered products included: iud nos for menometrorrhagia. Concomitant products included diprostene (betamethasone dipropionate;betamethasone sodium phosphate) for tendon disorder since (B)(6) 2016, altim [cortivazol] for tendon disorder since (B)(6) 2015, fluoxetine and antidepressants for burnout syndrome and depression. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced fatigue ("tiredness, very significant fatigue the days following insertion") and abdominal pain lower ("acute left low abdominal pain / dorsal pain"). In 2011 she experienced vision blurred ("visual disturbances, vision as if she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable) / vision disorders"), asthenia ("asthenia") and back pain ("back pain"). On (B)(6) 2013 she experienced stress urinary incontinence ("beginning of stress urinary incontinence/ urinary leaks"). In 2015 she experienced sciatica ("sciatica"). On (B)(6) 2016 she experienced depression ("recurrence of depression"). On (B)(6) 2016 she experienced colitis ("colitis"). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), allergy to metals ("proven allergy to nickel"), muscle pain ("muscle pain"), acne ("pimples"), anxiety ("anxiety"), arrhythmia ("heart rhythm disorders"), arthralgia ("joint pain"), bladder discomfort ("bladder dheaviness with no etiology found"), disturbance in attention ("disturbance in attention"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), eczema ("bouts of eczema"), electric shock sensation ("electric shocks in the groin region"), eye allergy ("eye allergy"), headache ("headache"), memory impairment ("immediate memory disorders"), neck pain ("cervical pain"), palpitations ("sudden palpitations"), rhinitis allergic ("persistent allergic rhinitis"), urinary retention ("urinary retention"), localised muscle pain ("pelvic muscular pain"), pigmentation disorder ("spots"), sinusitis ("sinusitis"), ear, nose and throat disorder ("ent allrgy"), influenza ("flu"), tenosynovitis ("tenosynovitis"), migraine ("migraine"), joint injury ("knee trauma"), cystitis ("cystitis"), eyelid oedema ("eyelid edema"), osteoarthritis ("right rhizarthrosis"), chalazion ("right chalazion"), mental disorder ("psychological degradation") and burnout syndrome ("burn-out, syndrome") and was found to have blood pressure decreased ("blood pressure decreased"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cornuectomy(total on left, partial on right), essure removed). At the time of the report, the headache, neck pain, eyelid oedema, osteoarthritis, chalazion and mental disorder were resolving and the device breakage had resolved. The outcomes for pelvic pain, fallopian tube perforation, allergy to metals, muscle pain, acne, fatigue, vision blurred, asthenia, abdominal pain lower, anxiety, arrhythmia, arthralgia, back pain, bladder discomfort, blood pressure decreased, disturbance in attention, dizziness, dysmenorrhoea, eczema, electric shock sensation, eye allergy, memory impairment, palpitations, rhinitis allergic, sciatica, stress urinary incontinence, urinary retention, depression, colitis, localised muscle pain, pigmentation disorder, sinusitis, ear, nose and throat disorder, influenza, migraine, joint injury and burnout syndrome were unknown. The reporter considered abdominal pain lower, acne, allergy to metals, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder discomfort, blood pressure decreased, chalazion, colitis, cystitis, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, ear, nose and throat disorder, eczema, electric shock sensation, eye allergy, eyelid oedema, fallopian tube perforation, fatigue, headache, influenza, joint injury, memory impairment, mental disorder, migraine, muscle pain, localised muscle pain, neck pain, osteoarthritis, palpitations, pelvic pain, pigmentation disorder, rhinitis allergic, sciatica, sinusitis, stress urinary incontinence, tenosynovitis, urinary retention and vision blurred to be related to essure administration. The reporter commented: severely disabling disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Allergy test] on (B)(6) 2017: significant reaction to nickel, slight reaction to cobalt, formaldehydes and mercapto mix; (date unknown): skin test: positive for nickel [investigation] in 2012: diagnosis of calcific tendonitis [magnetic resonance imaging] on (B)(6) 2014: unremarkable [pathology test] on (B)(6) 2017: right tube: 9 cm long tube with an essure device. Left tube: two fragments with 7 and 3 cm long axis with a separate essure device. Microscopy: the multilevel samples taken show discreet fibrous remodelling of the chorion, in the proximal portion of the tubes, punctuated by rare mononuclear inflammatory elements. Absence of polynuclear eosinophils or mastocytes. Absence of granuloma. From a distance, the tube architecture is preserved. Absence of dysplastic or tumour lesion. Conclusion: discreet fibrous remodelling of the proximal portion of the tubes without notable inflammatory component. Absence of dysplastic or tumour lesion. Chemo nickel test performed on both devices on bare area: absence of nickel release [smear cervix] on (B)(6) 2016: no lesion, no malignancy, trophic menopause, moderate inflammation, gardnerellosis [ultrasound pelvis] on (B)(6) 2014: essure inserts were correctly placed; on (B)(6) 2017: essure inserts in correct position; on (B)(6) 2017: pelvic varicose veins especially on left; on (B)(6) 2019: polymyomatous uterus. Subserosal varicose veins.; (date unknown): position 2-3 bilateral [x-ray] on (B)(6) 2017: on operating table: essures completely removed; (date unknown): essure in place lot number: 50512923 manufacturing date: 2010/05 expiration date: 2013/05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-dec-2023: medical record received. New events cystitis, eyelid edema, tenosynovitis, migraines, sinusitis, ent allergy flu rhizarthrosis, chalazion burn-out, syndrome & psychological disorder added. Medical history, concomitant drugs, lab data & reporter information updated. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 28-jul-2017. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("essure exteriorized on the left with a false path through the tube") and device breakage ("left tube: two fragments with 7 and 3 cm long axis with a separate essure device") in a 43 year-old female patient who had essure inserted (lot no. 50512923). Additional non-serious events are detailed below. The patient had a medical history of urinary urgency in 2008, digestion impaired and abdominal pain in 1987, allergy to metals in 1986 and muscle pain, sinusitis, menometrorrhagia, back pain, sinusitis, nasopharyngitis, tobacco user (10 cigarettes/day)), epilepsy, hypertrophy breast (breast hypertrophy), dust allergy, parity 3 (vaginal deliveries with tear and episiotomy in 1991, in 1998, last childbirth on 09-feb-2007), allergy to metals (to non-precious metals), migraine and abdominoplasty. Previously administered products included: iud nos for menometrorrhagia. Concomitant products included diprostene (betamethasone dipropionate;betamethasone sodium phosphate) for tendon disorder since 26-jun-2016, altim [cortivazol] for tendon disorder since 30-jul-2015, fluoxetine and antidepressants for burnout syndrome and depression. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced fatigue ("tiredness, very significant fatigue the days following insertion") and abdominal pain lower ("acute left low abdominal pain / dorsal pain"). In 2011 she experienced vision blurred ("visual disturbances, vision as if she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable) / vision disorders"), asthenia ("asthenia") and back pain ("back pain"). On 06-may-2013 she experienced stress urinary incontinence ("beginning of stress urinary incontinence/ urinary leaks"). In 2015 she experienced sciatica ("sciatica"). On 29-jan-2016 she experienced depression ("recurrence of depression"). On 01-apr-2016 she experienced colitis ("colitis"). On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), allergy to metals ("proven allergy to nickel"), muscle pain ("muscle pain"), acne ("pimples"), anxiety ("anxiety"), arrhythmia ("heart rhythm disorders"), arthralgia ("joint pain"), bladder discomfort ("bladder dheaviness with no etiology found"), disturbance in attention ("disturbance in attention"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), eczema ("bouts of eczema"), electric shock sensation ("electric shocks in the groin region"), eye allergy ("eye allergy"), headache ("headache"), memory impairment ("immediate memory disorders"), neck pain ("cervical pain"), palpitations ("sudden palpitations"), rhinitis allergic ("persistent allergic rhinitis"), urinary retention ("urinary retention"), localised muscle pain ("pelvic muscular pain"), pigmentation disorder ("spots"), sinusitis ("sinusitis"), allergic respiratory disease ("ent allrgy"), influenza ("flu"), tenosynovitis ("tenosynovitis"), migraine ("migraine"), joint injury ("knee trauma"), cystitis ("cystitis"), eyelid oedema ("eyelid edema"), osteoarthritis ("right rhizarthrosis"), chalazion ("right chalazion"), mental disorder ("psychological degradation"), burnout syndrome ("burn-out, syndrome"), abdominal pain ("abdominal pain"), eye disorder ("eye disorder"), skin disorder ("dermatological disorders"), nausea ("nausea"), ear, nose and throat disorder ("ent disorder") and metal poisoning ("she also experienced symptoms consistent with tin poisoning, following the insertion of essure") and was found to have blood pressure decreased ("blood pressure decreased"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cornuectomy(total on left, partial on right),essure removed). Essure was removed on 25-sep-2017. At the time of the report, the headache, neck pain, eyelid oedema, osteoarthritis, chalazion and mental disorder were resolving and the device breakage had resolved. The outcomes for pelvic pain, fallopian tube perforation, allergy to metals, muscle pain, acne, fatigue, vision blurred, asthenia, abdominal pain lower, anxiety, arrhythmia, arthralgia, back pain, bladder discomfort, blood pressure decreased, disturbance in attention, dizziness, dysmenorrhoea, eczema, electric shock sensation, eye allergy, memory impairment, palpitations, rhinitis allergic, sciatica, stress urinary incontinence, urinary retention, depression, colitis, localised muscle pain, pigmentation disorder, sinusitis, allergic respiratory disease, influenza, migraine, joint injury, burnout syndrome, abdominal pain, eye disorder, skin disorder, nausea, ear, nose and throat disorder and metal poisoning were unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergic respiratory disease, allergy to metals, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder discomfort, blood pressure decreased, burnout syndrome, chalazion, colitis, cystitis, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, ear, nose and throat disorder, eczema, electric shock sensation, eye allergy, eye disorder, eyelid oedema, fallopian tube perforation, fatigue, headache, influenza, joint injury, memory impairment, mental disorder, metal poisoning, migraine, muscle pain, localised muscle pain, nausea, neck pain, osteoarthritis, palpitations, pelvic pain, pigmentation disorder, rhinitis allergic, sciatica, sinusitis, skin disorder, stress urinary incontinence, tenosynovitis, urinary retention and vision blurred to be related to essure administration. The reporter commented: severely disabling disorders. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2011); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Allergy test] on 27-jul-2017: significant reaction to nickel, slight reaction to cobalt, formaldehydes and mercapto mix; (date unknown): skin test: positive for nickel [investigation] in 2012: diagnosis of calcific tendonitis [magnetic resonance imaging] on 14-feb-2014: unremarkable [pathology test] on (B)(6) 2017: right tube: 9 cm long tube with an essure device. Left tube: two fragments with 7 and 3 cm long axis with a separate essure device. Microscopy: the multilevel samples taken show discreet fibrous remodelling of the chorion, in the proximal portion of the tubes, punctuated by rare mononuclear inflammatory elements. Absence of polynuclear eosinophils or mastocytes. Absence of granuloma. From a distance, the tube architecture is preserved. Absence of dysplastic or tumour lesion. Conclusion: discreet fibrous remodelling of the proximal portion of the tubes without notable inflammatory component. Absence of dysplastic or tumour lesion. Chemo nickel test performed on both devices on bare area: absence of nickel release [smear cervix] on 20-dec-2016: no lesion, no malignancy, trophic menopause, moderate inflammation, gardnerellosis [ultrasound pelvis] on 14-feb-2014: essure inserts were correctly placed; on 04-aug-2017: essure inserts in correct position; on 14-sep-2017: pelvic varicose veins especially on left; on 19-jun-2019: polymyomatous uterus. Subserosal varicose veins.; (date unknown): position 2-3 bilateral [x-ray] on (B)(6) 2017: on operating table: essures completely removed; (date unknown): essure in place lot number: 50512923 manufacturing date: 2010/05 expiration date: 2013/05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received,. New events abdominal pain, eye disorder, skin disorder, nausea, asthenia, ent disorders. & metal poisoning were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on 15-feb-2011); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number:(B)(4) pelvic pain [pelvic pain female] essure exteriorized on the left with a false path through the tube [fallopian tube perforation] left tube: two fragments with 7 and 3 cm long axis with a separate essure device [device breakage] . Proven allergy to nickel [nickel allergy] muscle pain [muscle pain] pimples [pimples] tiredness, very significant fatigue the days following insertion [tiredness] visual disturbances, vision as if she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable) / vision disorders [blurred vision] asthenia [asthenia] acute left low abdominal pain / dorsal pain [left lower quadrant pain] anxiety [anxiety] heart rhythm disorders [arrhythmia] joint pain [joint pain] back pain [back pain] bladder dheaviness with no etiology found [bladder discomfort] blood pressure decreased [blood pressure decreased] disturbance in attention [disturbance in attention] dizziness [dizziness] dysmenorrhea [dysmenorrhea] bouts of eczema [eczema] electric shocks in the groin region [electric shock sensation] eye allergy [eye allergy] headache [headache] immediate memory disorders [memory disturbance] cervical pain [neck pain] sudden palpitations [palpitations] persistent allergic rhinitis [rhinitis allergic] sciatica [sciatica] beginning of stress urinary incontinence/ urinary leaks [stress urinary incontinence] urinary retention [urinary retention] recurrence of depression [recurrent depressive disorder] colitis [colitis] pelvic muscular pain [localised muscle pain] spots [spot pigmented] sinusitis [sinusitis] ent allrgy [allergic respiratory disease] flu [flu] tenosynovitis [tenosynovitis] migraine [migraine] knee trauma [knee injury] cystitis [cystitis] eyelid edema [eyelid edema] right rhizarthrosis [rhizarthrosis] right chalazion [chalazion] psychological degradation [psychological disorder] burn-out, syndrome [burnout syndrome] abdominal pain [abdominal pain] eye disorder [eye disorder] dermatological disorders [skin disorder] nausea [nausea] ent disorder [ear, nose and throat disorder] she also experienced symptoms consistent with tin poisoning, following the insertion of essure [heavy metal poisoning] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-jul-2017. The most recent information was received on 31-oct-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("essure exteriorized on the left with a false path through the tube") and device breakage ("left tube: two fragments with 7 and 3 cm long axis with a separate essure device") in a 43 year-old female patient who had essure inserted (lot no. 50512923). Additional non-serious events are detailed below. The patient had a medical history of urinary urgency in 2008, digestion impaired and abdominal pain in 1987, allergy to metals in 1986 and muscle pain, sinusitis, menometrorrhagia, back pain, sinusitis, nasopharyngitis, tobacco user (10 cigarettes/day), epilepsy, hypertrophy breast (breast hypertrophy), dust allergy, parity 3 (vaginal deliveries with tear and episiotomy in 1991, in 1998, last childbirth on (B)(6)2007), allergy to metals (to non-precious metals), migraine and abdominoplasty. Previously administered products included: iud nos for menometrorrhagia. Concomitant products included diprostene (betamethasone dipropionate; betamethasone sodium phosphate) for tendon disorder since (B)(6)2016, altim [cortivazol] for tendon disorder since (B)(6)2015, fluoxetine and antidepressants for burnout syndrome and depression. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the day of essure insertion, she experienced fatigue ("tiredness, very significant fatigue the days following insertion") and abdominal pain lower ("acute left low abdominal pain / dorsal pain"). In 2011 she experienced vision blurred ("visual disturbances, vision as if she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable) / vision disorders"), asthenia ("asthenia") and back pain ("back pain"). On (B)(6)2013 she experienced stress urinary incontinence ("beginning of stress urinary incontinence/ urinary leaks"). In 2015 she experienced sciatica ("sciatica"). On (B)(6) 2016 she experienced depression ("recurrence of depression"). On (B)(6) 2016 she experienced colitis ("colitis"). Essure was removed on (B)(6)2017. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), allergy to metals ("proven allergy to nickel"), muscle pain ("muscle pain"), acne ("pimples"), anxiety ("anxiety"), arrhythmia ("heart rhythm disorders"), arthralgia ("joint pain"), bladder discomfort ("bladder dheaviness with no etiology found"), disturbance in attention ("disturbance in attention"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), eczema ("bouts of eczema"), electric shock sensation ("electric shocks in the groin region"), eye allergy ("eye allergy"), headache ("headache"), memory impairment ("immediate memory disorders"), neck pain ("cervical pain"), palpitations ("sudden palpitations"), rhinitis allergic ("persistent allergic rhinitis"), urinary retention ("urinary retention"), localised muscle pain ("pelvic muscular pain"), pigmentation disorder ("spots"), sinusitis ("sinusitis"), allergic respiratory disease ("ent allrgy"), influenza ("flu"), tenosynovitis ("tenosynovitis"), migraine ("migraine"), joint injury ("knee trauma"), cystitis ("cystitis"), eyelid oedema ("eyelid edema"), osteoarthritis ("right rhizarthrosis"), chalazion ("right chalazion"), mental disorder ("psychological degradation"), burnout syndrome ("burn-out, syndrome"), abdominal pain ("abdominal pain"), eye disorder ("eye disorder"), skin disorder ("dermatological disorders"), nausea ("nausea"), ear, nose and throat disorder ("ent disorder") and metal poisoning ("she also experienced symptoms consistent with tin poisoning, following the insertion of essure") and was found to have blood pressure decreased ("blood pressure decreased"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cornuectomy (total on left, partial on right), essure removed). At the time of the report, the headache, neck pain, eyelid oedema, osteoarthritis, chalazion and mental disorder were resolving and the device breakage had resolved. The outcomes for pelvic pain, fallopian tube perforation, allergy to metals, muscle pain, acne, fatigue, vision blurred, asthenia, abdominal pain lower, anxiety, arrhythmia, arthralgia, back pain, bladder discomfort, blood pressure decreased, disturbance in attention, dizziness, dysmenorrhoea, eczema, electric shock sensation, eye allergy, memory impairment, palpitations, rhinitis allergic, sciatica, stress urinary incontinence, urinary retention, depression, colitis, localised muscle pain, pigmentation disorder, sinusitis, allergic respiratory disease, influenza, migraine, joint injury, burnout syndrome, abdominal pain, eye disorder, skin disorder, nausea, ear, nose and throat disorder and metal poisoning were unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergic respiratory disease, allergy to metals, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder discomfort, blood pressure decreased, burnout syndrome, chalazion, colitis, cystitis, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, ear, nose and throat disorder, eczema, electric shock sensation, eye allergy, eye disorder, eyelid oedema, fallopian tube perforation, fatigue, headache, influenza, joint injury, memory impairment, mental disorder, metal poisoning, migraine, muscle pain, localised muscle pain, nausea, neck pain, osteoarthritis, palpitations, pelvic pain, pigmentation disorder, rhinitis allergic, sciatica, sinusitis, skin disorder, stress urinary incontinence, tenosynovitis, urinary retention and vision blurred to be related to essure administration. The reporter commented: severely disabling disorders. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6)2011); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release no correlation between the chronology and outcome of symptoms and essure insertion. The link between the patient¿s symptoms and essure was not established. Regarding the toxicity of this medical device, there was no direct, certain, exclusive causal relationship between the patient¿s disorders and essure for the patient, no nickel release on devices after removal (other metals not analyzed) there was a previous health status in favor of the occurrence of symptoms and their intensity afterwards. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Allergy test] on (B)(6)2017: significant reaction to nickel, slight reaction to cobalt, formaldehydes and mercapto mix; (date unknown): skin test: positive for nickel [investigation] in 2012: diagnosis of calcific tendonitis [magnetic resonance imaging] on (B)(6)2014: unremarkable [pathology test] on 25-sep-2017: right tube: 9 cm long tube with an essure device. Left tube: two fragments with 7 and 3 cm long axis with a separate essure device. Microscopy: the multilevel samples taken show discreet fibrous remodelling of the chorion, in the proximal portion of the tubes, punctuated by rare mononuclear inflammatory elements. Absence of polynuclear eosinophils or mastocytes. Absence of granuloma. From a distance, the tube architecture is preserved. Absence of dysplastic or tumour lesion. Conclusion: discreet fibrous remodelling of the proximal portion of the tubes without notable inflammatory component. Absence of dysplastic or tumour lesion. Chemo nickel test performed on both devices on bare area: absence of nickel release [smear cervix] on (B)(6)2016: no lesion, no malignancy, trophic menopause, moderate inflammation, gardnerellosis [ultrasound pelvis] on (B)(6)2014: essure inserts were correctly placed; on (B)(6)2017: essure inserts in correct position; on (B)(6)2017: pelvic varicose veins especially on left; on (B)(6)2019: polymyomatous uterus. Subserosal varicose veins.; (date unknown): position 2-3 bilateral [x-ray] on (B)(6)2017: on operating table: essures completely removed; (date unknown): essure in place lot number: 50512923 manufacturing date: 2010/05 expiration date: 2013/05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-oct-2024: medical record received. Reporter causality comment updated as no correlation between the chronology and outcome of symptoms and essure insertion. The link between the patient¿s symptoms and essure was not established. Regarding the toxicity of this medical device, there was no direct, certain, exclusive causal relationship between the patient¿s disorders and essure for the patient, no nickel release on devices after removal (other metals not analyzed) there was a previous health status in favor of the occurrence of symptoms and their intensity afterwards. Annex e code added to related events. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] essure exteriorized on the left with a false path through the tube [fallopian tube perforation] left tube: two fragments with 7 and 3 cm long axis with a separate essure device [device breakage] proven allergy to nickel [nickel allergy] muscle pain [muscle pain] pimples [pimples] tiredness, very significant fatigue the days following insertion [tiredness] visual disturbances, vision as if she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable) / vision disorders [blurred vision] asthenia [asthenia] acute left low abdominal pain / dorsal pain [left lower quadrant pain] anxiety [anxiety] heart rhythm disorders [arrhythmia] joint pain [joint pain] back pain [back pain] bladder "heaviness" with no etiology found [bladder discomfort] blood pressure decreased [blood pressure decreased] disturbance in attention [disturbance in attention] dizziness [dizziness] dysmenorrhea [dysmenorrhea] bouts of eczema [eczema] electric shocks in the groin region [electric shock sensation] eye allergy [eye allergy] headache [headache] immediate memory disorders [memory disturbance] cervical pain [neck pain] sudden palpitations [palpitations] persistent allergic rhinitis [rhinitis allergic] sciatica [sciatica] beginning of stress urinary incontinence/ urinary leaks [stress urinary incontinence] urinary retention [urinary retention] recurrence of depression [recurrent depressive disorder] colitis [colitis] pelvic muscular pain [localised muscle pain] spots [spot pigmented] sinusitis [sinusitis] ent "allergy" [allergic respiratory disease] flu [flu] tenosynovitis [tenosynovitis] migraine [migraine] knee trauma [knee injury] cystitis [cystitis] eyelid edema [eyelid edema] right rhizarthrosis [rhizarthrosis] right chalazion [chalazion] psychological degradation [psychological disorder] burn-out, syndrome [burnout syndrome] abdominal pain [abdominal pain] eye disorder [eye disorder] dermatological disorders [skin disorder] nausea [nausea] ent disorder [ear, nose and throat disorder] she also experienced symptoms consistent with tin poisoning, following the insertion of essure [heavy metal poisoning] hair loss [hair loss] tingling in hands [tingling] hand tremor [tremor of hands] joint and muscle pain [arthromyalgia] pimples [pimples]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-jul-2017. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("essure exteriorized on the left with a false path through the tube") and device breakage ("left tube: two fragments with 7 and 3 cm long axis with a separate essure device") in a 43 year-old female patient who had essure inserted (lot no. 50512923). Additional non-serious events are detailed below. The patient had a medical history of urinary urgency in 2008, digestion impaired and abdominal pain in 1987, allergy to metals in 1986 and muscle pain, sinusitis, menometrorrhagia, back pain, sinusitis, nasopharyngitis, tobacco user (10 cigarettes/day)), epilepsy, hypertrophy breast (breast hypertrophy), dust allergy, parity 3 (vaginal deliveries with tear and episiotomy in 1991, in 1998, last childbirth on (B)(6) 2007), allergy to metals (to non-precious metals), migraine and abdominoplasty. Previously administered products included: iud nos for menometrorrhagia. Concomitant products included diprostene (betamethasone dipropionate; betamethasone sodium phosphate) for tendon disorder since (B)(6) 2016, altim [cortivazol] for tendon disorder since (B)(6) 2015, fluoxetine and antidepressants for burnout syndrome and depression. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced fatigue ("tiredness, very significant fatigue the days following insertion") and abdominal pain lower ("acute left low abdominal pain / dorsal pain"). In 2011 she experienced vision blurred ("visual disturbances, vision as if she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable) / vision disorders"), asthenia ("asthenia") and back pain ("back pain"). On 0(B)(6) 2013 she experienced stress urinary incontinence ("beginning of stress urinary incontinence/ urinary leaks"). In 2015 she experienced sciatica ("sciatica"). On (B)(6) 2016 she experienced depression ("recurrence of depression"). On (B)(6) 2016 she experienced colitis ("colitis"). Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), allergy to metals ("proven allergy to nickel"), muscle pain ("muscle pain"), a first episode of acne ("pimples"), anxiety ("anxiety"), arrhythmia ("heart rhythm disorders"), joint pain ("joint pain"), bladder discomfort ("bladder "heaviness" with no etiology found"), disturbance in attention ("disturbance in attention"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), eczema ("bouts of eczema"), electric shock sensation ("electric shocks in the groin region"), eye allergy ("eye allergy"), headache ("headache"), memory impairment ("immediate memory disorders"), neck pain ("cervical pain"), palpitations ("sudden palpitations"), rhinitis allergic ("persistent allergic rhinitis"), urinary retention ("urinary retention"), localised muscle pain ("pelvic muscular pain"), pigmentation disorder ("spots"), sinusitis ("sinusitis"), allergic respiratory disease ("ent "allergy""), influenza ("flu"), tenosynovitis ("tenosynovitis"), migraine ("migraine"), joint injury ("knee trauma"), cystitis ("cystitis"), eyelid oedema ("eyelid edema"), osteoarthritis ("right rhizarthrosis"), chalazion ("right chalazion"), mental disorder ("psychological degradation"), burnout syndrome ("burn-out, syndrome"), abdominal pain ("abdominal pain"), eye disorder ("eye disorder"), skin disorder ("dermatological disorders"), nausea ("nausea"), ear, nose and throat disorder ("ent disorder"), metal poisoning ("she also experienced symptoms consistent with tin poisoning, following the insertion of essure"), alopecia ("hair loss"), paraesthesia ("tingling in hands"), tremor ("hand tremor"), arthromyalgia ("joint and muscle pain") and a second episode of acne ("pimples") and was found to have blood pressure decreased ("blood pressure decreased"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cornuectomy (total on left, partial on right), essure removed). At the time of the report, the headache, neck pain, eyelid oedema, osteoarthritis, chalazion and mental disorder were resolving and the device breakage had resolved. The outcomes for pelvic pain, fallopian tube perforation, allergy to metals, muscle pain, fatigue, vision blurred, asthenia, abdominal pain lower, anxiety, arrhythmia, joint pain, back pain, bladder discomfort, blood pressure decreased, disturbance in attention, dizziness, dysmenorrhoea, eczema, electric shock sensation, eye allergy, memory impairment, palpitations, rhinitis allergic, sciatica, stress urinary incontinence, urinary retention, depression, colitis, localised muscle pain, pigmentation disorder, sinusitis, allergic respiratory disease, influenza, migraine, joint injury, burnout syndrome, abdominal pain, eye disorder, skin disorder, nausea, ear, nose and throat disorder, metal poisoning, alopecia, paraesthesia, tremor, arthromyalgia and the last episode of acne were unknown. The reporter considered abdominal pain, abdominal pain lower, the first episode of acne, the second episode of acne, allergic respiratory disease, allergy to metals, alopecia, anxiety, arrhythmia, joint pain, arthromyalgia, asthenia, back pain, bladder discomfort, blood pressure decreased, burnout syndrome, chalazion, colitis, cystitis, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, ear, nose and throat disorder, eczema, electric shock sensation, eye allergy, eye disorder, eyelid oedema, fallopian tube perforation, fatigue, headache, influenza, joint injury, memory impairment, mental disorder, metal poisoning, migraine, muscle pain, localised muscle pain, nausea, neck pain, osteoarthritis, palpitations, paraesthesia, pelvic pain, pigmentation disorder, rhinitis allergic, sciatica, sinusitis, skin disorder, stress urinary incontinence, tenosynovitis, tremor, urinary retention and vision blurred to be related to essure administration. The reporter commented: severely disabling disorders. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2011); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release no correlation between the chronology and outcome of symptoms and essure insertion. The link between the patient¿s symptoms and essure was not established. Regarding the toxicity of this medical device, there was no direct, certain, exclusive causal relationship between the patient¿s disorders and essure for the patient, no nickel release on devices after removal (other metals not analyzed) there was a previous health status in favor of the occurrence of symptoms and their intensity afterwards. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Allergy test] on (B)(6) 2017: significant reaction to nickel, slight reaction to cobalt, formaldehydes and mercapto mix; (date unknown): skin test: positive for nickel [investigation] in 2012: diagnosis of calcific tendonitis [magnetic resonance imaging] on (B)(6) 2014: unremarkable [pathology test] on (B)(6) 2017: right tube: 9 cm long tube with an essure device. Left tube: two fragments with 7 and 3 cm long axis with a separate essure device. Microscopy: the multilevel samples taken show discreet fibrous remodelling of the chorion, in the proximal portion of the tubes, punctuated by rare mononuclear inflammatory elements. Absence of polynuclear eosinophils or mastocytes. Absence of granuloma. From a distance, the tube architecture is preserved. Absence of dysplastic or tumour lesion. Conclusion: discreet fibrous remodelling of the proximal portion of the tubes without notable inflammatory component. Absence of dysplastic or tumour lesion. Chemo nickel test performed on both devices on bare area: absence of nickel release [smear cervix] on (B)(6) 2016: no lesion, no malignancy, trophic menopause, moderate inflammation, gardnerellosis [ultrasound pelvis] on (B)(6) 2014: essure inserts were correctly placed; on (B)(6) 2017: essure inserts in correct position; on (B)(6) 2017: pelvic varicose veins especially on left; on (B)(6) 2019: polymyomatous uterus. Subserosal varicose veins.; (date unknown): position 2-3 bilateral [x-ray] on (B)(6) 2017: on operating table: essures completely removed; (date unknown): essure in place lot number: 50512923 manufacturing date: 2010/05 expiration date: 2013/05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: new events alopecia, tingling in hands, feet and face; hand tremors, joint and muscle pain & pimples were added. Additional reporter (lawyer) added. Cluster ID added. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-jul-2017. The most recent information was received on 04-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and loss of personal independence in daily activities ('severely disabling disorders') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), allergy to metals ("proven allergy to nickel"), myalgia ("muscle pain"), acne ("pimples"), fatigue ("tiredness"), loss of personal independence in daily activities (seriousness criterion hospitalization) and visual impairment ("visual disturbances"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, myalgia, acne, fatigue, loss of personal independence in daily activities and visual impairment outcome was unknown. The reporter provided no causality assessment for acne, allergy to metals, fatigue, loss of personal independence in daily activities, myalgia, pelvic pain and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-jun-2020: the case (B)(4) was identified to be duplicate of this present case. All of its information has been transferred to this present case, including reporter information, seriousness criteria for event pelvic pain (hospitalization and intervention required), events severely disabling disorders, visual disturbances. Essure was removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.